Event description:
Nineteen months following cypher stent implant, an adverse event of a non q-wave myocardial infarction (mi) is reported. Cardiac enzymes are reported to be <2 times the upper level of normal. There is no indication of chest pain or intervention and the event is noted to be "mild" in nature. It also indicates that "on check angiography" (no date) it was found that there was 40% "in-stent restenosis". Per the procedural physician, this event is "likely" to be related to both the device and the procedure.